Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector was confirmed but the exact cause remains unknown. The product returned for evaluation was one 18 ga introducer needle. The returned product sample was evaluated and the luer connector was observed to be cracked. The fracture features were consistent with outward radiating forces originating within the luer hub orifice, and the characteristics observed which supported this type of failure included: ¿ multiple cracks were observed which were longitudinally aligned ¿ multiple superficial cracks were also seen surrounding the primary damage and were also longitudinally aligned ¿ functional testing of infusion revealed a leak(s) emanating from the crack(s) ¿ functional testing of aspiration showed that air was drawn into the syringe with test water it was determined that the forceful insertion of a connecting device may have contributed to the observed damage; however, attempts to replicate this type of failure were unsuccessful which suggested that additional unidentified contributing factors may have also been involved. Consequently, the event was classified as cause unknown.

Event description:
It was reported the incident occurred in the department of nephrology, and the catheterization doctor said that the puncture needle in the short dialysis catheter kit was found to be damaged during the catheter placement process, and there was blood leakage and air leakage during the suction process. After replacing the catheter set with a new one, transplantation was successfully completed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the incident occurred in the (B)(6), and the catheterization doctor said that the puncture needle in the short dialysis catheter kit was found to be damaged during the catheter placement process, and there was blood leakage and air leakage during the suction process. After replacing the catheter set with a new one, transplantation was successfully completed. No other information was provided.